Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for the teflon pad coming off. The teflon pad was partially detached from the jaw and also missing a distal segment of the pad. Metal was exposed underneath the damaged pad. Char marks were also found on both the teflon pad and the probe. Based on similar reports, a potential cause for the damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an ovarian cystectomy, the teflon pad fell off but did not fall into the patient. There was no reported patient injury or any other device damage or fragment fallen into the patient. The procedure was completed with another similar device.